Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and power on self test were performed. Visual inspection revealed that the device had a cracked door latch. The cause of the condition could not be determined. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a cracked door latch. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.